Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified composix kugel hernia patch. On (B)(6) 2010: the patient had unspecified injuries. On (B)(6) 2013: the patient had unspecified injuries. The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified composix kugel hernia patch. (B)(6) 2010 - the patient had unspecified injuries. (B)(6) 2013 - the patient had unspecified injuries. The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿the hernia sac was identified and then carefully opened. It contained a large amount of viable small bowel as well as omentum, it was reduced. Then a composix kugel mesh (device #1) was placed deep to the muscle and fascia using sutures.¿ on (B)(6) 2010, patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, ¿the hernia sac was identified. Thera were 3 separate fascial defects with hernia sacs. This was opened and combined all 3 to make one defect. The previous mesh was deep into the fascia. The cephalad edge seemed to have curled downward and inward. There were some adhesions of fat and a loop of small bowel to the mesh. These were taken down and the mesh was reinforced with the implant of another synthetic mesh.¿ on 17-may-2013, patient was diagnosed with small bowel obstruction secondary to incarcerated strangulated recurrent ventral incisional hernia thereby underwent open repair with the removal of both synthetic and composix kugel mesh (device #1) and implant of synthetic mesh. Per operative notes, ¿there were 4 ¿ 5 inches of twisted adhered small bowel in the hernia sac. The adhesions were lysed, and the sac was dissected away. The patch (device #1) was pulled loose in multiple places and the mesh was delaminated with a sharp internal edge eroding into the small bowel. The composix kugel mesh (device #1) was excised. Then a synthetic mesh was placed using sutures.¿ on (B)(6) 2015, patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #2). Per operative notes, ¿meticulous lysis of adhesion was performed. The majority of abdominal contents were reduced back into the abdomen. Then a piece of ventralight st mesh (device #2) was trimmed to overlap the defect and it was tagged using sutures.¿ attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain and hernia recurrence. It was also alleged that the patient had mesh erosion, mesh removal, revision, and numbness around bellybutton area.

Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 5 months post implant of mesh ¿ composix kugel, patient was diagnosed with hernia recurrence, adhesions, erosion, strangulation, mesh migration and obstruction thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.